Event description:
It was reported that during a sleeve gastrectomy procedure, the reload suture line has opened and provocated a leak at the gastric antrum. The external three line staples (removed specimen) closed correctly, but the internal (sleeve) didn't. The surgeon made a manual suture to complete the procedure.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What device was used with the reloads? How was the patient impacted? Did the patient have an adverse event? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results showed that one was returned with the cartridge deck and the one piece sled damaged. Additionally, the reload was received with the right side rows partially fired 1/4 and with the left row fully fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The preliminary analysis results showed that one was returned with the cartridge deck and the one piece sled damaged. Additionally, the reload was received with the right side rows partially fired 1/4 and with the left row fully fired. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. During additional inspection of the cartridge, no damage was found on the upper, external, deck surface of the cartridge. This suggests that the cartridge was not clamped on a hard, foreign object as the cartridge was fired. Damage was found, however, on the internal bottom surfaces of the cartridge. The reasons for this damage is still being investigated.